Manufacturer narrative:
The patient is female and (B)(6), had acom with size 3.5mm x 3.1mm x 1.7mm. During the intervention surgery, the surgeon could not detach the coil successfully. The surgeon had to withdraw and changed another one to complete. There was no report on patient injury. The product was received for analysis. The returned intact detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.2 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. Post-detachment found resistance to still be in specification at 52.1 ohms. The detachment fiber melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the dpu passing electrical testing and the coil detaching on the first detachment cycle, the field complaint could not be duplicated, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The patient is female and (B)(6), had acom with size 3.5mm x 3.1mm x 1.7mm. During the intervention surgery, the surgeon could not detach the coil successfully. The surgeon had to withdraw and changed another one to complete. There was no report on patient injury.

Manufacturer narrative:
(B)(4). The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cashmere (crc140225-30, lot g15443) will not be returned, therefore root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(6). (B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.